Event description:
It was reported that a continu-flo solution set leaked from one of the y-site (clearlink) connectors. The tubing was laying across a patient's lap and the patient felt wet on their pants. This was observed during patient infusion with a chemotherapy drug. The infusion was stopped, patient was provided new clothes, and the spill was cleaned using a chemo spill kit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: e1, e4, g2 (add source), h4, h6, h10, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.